Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a blank display, audio beep anomaly and damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump beeped like a fax machine for a long period of time and then the pump died. The customer stated that the pump started to count and turned black again. The customer tried a dozen batteries and none have worked properly. The customer stated that the pump does get banged into things at times. The customer was advised to insert new aaa alkaline battery. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.